Event description:
It was reported the hx8 cannulated driver tip broke during a planned revision. As no backup device was available an implanted screw was left in place. No patient treatment related to this event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Visual examination of the returned product confirmed that the tip is fractured. Further analysis was not performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.